Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 229047 analyzer. (B)(4).

Event description:
It was reported the programmer boots up / reboots in the middle of a session on it's own. It was also reported the ECG (electrocardiogram) port is broken. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, however evidence of excessive heating was found at a resistor on a printed circuit board assembly. Analysis also found the tab broken off of the power cord bay door, the keyboard was pulling apart at the right hinge pin, the printer drawer was damaged, and the display dropped in many positions due to the lower left and lower right display hinges.